Manufacturer narrative:
(B) (4).

Event description:
The patient had facial edema and tongue swelling. This happened once before and resolved once the pump was decreased. There had not been a recent programming or drug change. The ER physician wanted to stop the pump. The outcome is unknown. Further information is being requested from the hcp. The pump contained dilaudid.